Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023, a sample was collected from the patient. The sample was tested using the xpert xpress cov-2/flu/rsv plus on (B)(6) 2023, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was processed per the pi. This result was not reported to the physician. The sample was retested on the biofire platform due to result not agreeing with clinical symptoms. Sample was tested on the respiratory panel 2.1 on (B)(6) 2023 which resulted as rsv detected. This result was not reported to the physician. Sample was retested on the biofire respiratory panel 2.1 on (B)(6) 2023 to confirm positive result. Test resulted as rsv detected. This result was not reported to the physician. Sample was retested on the xpert platform due to discrepancy. Sample was repeated on xpert xpress cov-2/flu/rsv plus on (B)(6) 2023 which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was stored at room temperature between tests. This result was not reported to the physician. Customer confirmed the patient was symptomatic for respiratory illness at the time of testing. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. This is a case whereby the xpert xpress cov-2/flu/rsv plus resulted negative for all analytes and positive for rsv using the biofire. The customer repeated both tests to confirm the results obtained, and the results were consistent. Review of the xpert test files show that amplification is present but not early enough to be interpreted as positive. There may be inherent differences in the test, or the targets may be right at the limit of detection of the test. The customer states the physician treated the patient for rsv. No known patient harm, no product malfunction. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.

Manufacturer narrative:
Us customer contacted (B)(4) to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023, a sample was collected from the patient. The sample was tested using the xpert xpress cov-2/flu/rsv plus on (B)(6) 2023, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was processed per the pi. This result was not reported to the physician. The sample was retested on the biofire platform due to result not agreeing with clinical symptoms. Sample was tested on the respiratory panel 2.1 on (B)(6) 2023 which resulted as rsv detected. This result was not reported to the physician. Sample was retested on the biofire respiratory panel 2.1 on (B)(6) 2023 to confirm positive result. Test resulted as rsv detected. This result was not reported to the physician. Sample was retested on the xpert platform due to discrepancy. Sample was repeated on xpert xpress cov-2/flu/rsv plus on (B)(6) which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was stored at room temperature between tests. This result was not reported to the physician. Customer confirmed the patient was symptomatic for respiratory illness at the time of testing. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Event description:
Us customer contacted (B)(6) to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023, a sample was collected from the patient. The sample was tested using the xpert xpress cov-2/flu/rsv plus on (B)(6) 2023, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was processed per the pi. This result was not reported to the physician. The sample was retested on the biofire platform due to result not agreeing with clinical symptoms. Sample was tested on the respiratory panel 2.1 on (B)(6) 2023 which resulted as rsv detected. This result was not reported to the physician. Sample was retested on the biofire respiratory panel 2.1 on (B)(6) 2023 to confirm positive result. Test resulted as rsv detected. This result was not reported to the physician. Sample was retested on the xpert platform due to discrepancy. Sample was repeated on xpert xpress cov-2/flu/rsv plus on (B)(6) 2023 which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was stored at room temperature between tests. This result was not reported to the physician. Customer confirmed the patient was symptomatic for respiratory illness at the time of testing. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.